Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2016-00176, 3010536692-2016-00178 & 3010536692-2016-00179. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Additional information received 01/14/2016. Patient has now been revised due to both mom complications and infection.